Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. The device was received by the biomed with no additional information and there was no report of any patient injury, or medical intervention. Information was requested but details were not provided regarding medication involved, tubing product code, infusion rate or set up of the infusion device. The biomed also stated that there has been no report of patient incident involving the pump since the last baxter service event.